Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient experienced a stroke as confirmed by computerized tomography (CT) and magnetic resonance imaging (MRI). Arm weakness and finger numbness were reported. Per report, the stroke was bi-hemispheric and likely embolic. The patient had documented atrial fibrillation and no report of prior stroke or transient ischemic attack (tia). Treatment included anti-coagulants and eventually rehabilitation. No additional adverse patient effects were reported.